Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted: 2014-(B)(6); 429688 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that three months post implant it appears the right ventricular (rv) lead had dislodged sometime shortly after initial implant. There was no capture at max output at the time of the lead revision. The lead was explanted and replaced. No patient complications have been reported as a result of this event.